Manufacturer narrative:
Per the user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can always adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after the customer delivered a bolus via the pump, the customer realized that they had inadvertently entered 16 units of insulin versus 16 units of carbohydrates. Customer's blood glucose (bg) was 44 mg/dl. Customer called for an ambulance and consumed jam/sugar. Paramedics administered glucose paste and transported customer to the hospital. Customer was treated with an intravenous drip and was observed for 4 hours until bg was within range. Customer's low bg was resolved and customer was discharged the next day with no permanent injury. Customer acknowledged that event was due to their error.